Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during normothermia, therapy stopped due to low flow/air leaks. The flow rate was 0.1lpm. The patient temperature was 37.1°c, with a target of 37°c, and a water temperature of 16.8°c. The patient received a computerized tomography scan one hour prior. The nurse disconnected and reconnected the pads holding only the blue foam tubing. The flow rate settled at 0lpm. The nurse then emptied and disconnected the pads and placed the device into manual mode. With only the fdl attached, the fr=1.5lpm, ip=-7psi, and the cp=41%. The nurse connected the pads one at a time and the ip remained between -1.0 and -4.3. The nurse replaced the pads with a new set of pads. The nurse stated that everything was functioning normally. The patient temperature rose to 37.4°c; however, the patient had not been sedated. After the patient was sedated, the patient's temperature remained 37°c, with a water temperature of 26.6°c, and a flow rate of 3.2lpm. The nurse placed the device back into automatic mode. During a follow up call the nurse stated that the low flow issues returned. The nurse stated that the patient was fitted with a compression hose. When she removed the compression hose the flow rate settled at 2.4lpm. Therapy was resumed. Additional information was requested and was unavailable.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during normothermia, therapy stopped due to low flow/air leaks. The flow rate was 0.1lpm. The patient temperature was 37.1c with a target of 37c and a water temperature of 16.8c. The patient received a computerized tomography scan one hour prior. The nurse disconnected and reconnected the pads holding only the blue foam tubing. The flow rate settled at 0lpm. The nurse then emptied and disconnected the pads and placed the device into manual mode. With only the fdl attached, the fr=1.5lpm, ip=-7psi, and the cp=41%. The nurse connected the pads one at a time and the ip remained between -1.0 and -4.3. The nurse replaced the pads with a new set of pads. The nurse stated that everything was functioning normally. The patient temperature rose to 37.4c; however, the patient had not been sedated. After the patient was sedated, the patient's temperature remained 37c with a water temperature of 26.6c and a flow rate of 3.2lpm. The nurse placed the device back into automatic mode. During a follow up call the nurse stated that the low flow issues returned. The nurse stated that the patient was fitted with a compression hose. When she removed the compression hose the flow rate settled at 2.4lpm. Therapy was resumed. Additional information was requested and was unavailable.